Event description:
Caller reported a malfunction on the pump, which displayed malf 13 and was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was informed about available training, instructed on storage mode, and advised to return the problematic pump using a pre-paid label within 10 days. The customer opted for multiple daily injections as a backup therapy.